Event description:
The complainant reported a patient noted as high risk surgery was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a rotary knob issue with no resolution specified. The patient ultimately expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - kbd/rotary knob issues has been completed. The product was returned and the aic - kbd/rotary knob issues was confirmed. The rotary knob when tested did not bounce back and needed to be pulled back manually confirming the failure mode. Replacing the encoder eliminated the failure. The cause of the issue was a defective encoder. This report is being filed as part of a retrospective review of historical records.